Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during one left va thrombectomy case, guidewire (subject device) could not be manipulated smoothly. The operator withdrew the tail of guidewire (subject device) and dsa (digital subtraction angiography) shows the tip of the guidewire was left in left va v3. The operator used middle catheter as medical intervention to aspirate the fractured guidewire (subject device) out. The operator replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire (ptfe) polytetrafluoroethylene coating was noted to be peeling at the proximal end of the guidewire and at 27 cm from the proximal end of the guidewire, the guidewire was found to be broken/fractured 26cm from the proximal end of the nitinol tubing, and the core wire was visibly broken inside the nitinol tubing. A functional test for guidewire does not have smooth movement functional test ¿ pass. The device was hydrated and there were no anomalies noted to the outer coating of the device. The device was advanced through the demo sl-10 without difficulties. Guidewire distal end broken/fractured was confirmed during visual inspection. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the procedure the tip of the subject guidewire broke inside the patient and the middle catheter was used as additional medical intervention to successfully aspirate the fractured guidewire in the left va v3. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was not tortuous, a rebar 27 microcatheter was used in conjunction with the subject device, no friction/resistance was encountered during the procedure, and the guidewire tip was j shaped. During analysis, the guidewire was found to be broken/fractured 26cm from the proximal end of the nitinol tubing. The core wire was also noted to be fractured at this location and the remaining separated distal tip was not returned. The guidewire (ptfe) polytetrafluoroethylene coating was noted to be damaged at the proximal end of the guidewire and at 27cm from the proximal end of the wire. Although the reported 'guidewire does not have smooth movement' was not confirmed during functional testing with a demo sl-10 microcatheter, it is possible that the guidewire may have encountered some procedural factors during use that resulted in difficulties navigating the device in the microcatheter or anatomy and causing it to fracture. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire distal tip broken/fractured during use' and the reported 'guidewire does not have smooth movement' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The (ptfe) polytetrafluoroethylene coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. An assignable cause of 'handling damage' will be assigned to the analyzed ¿guidewire ptfe coating peeling¿ as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during one left va thrombectomy case, guidewire (subject device) could not be manipulated smoothly. The operator withdrew the tail of guidewire (subject device) and dsa (digital subtraction angiography) shows the tip of the guidewire was left in left va v3. The operator used middle catheter as medical intervention to aspirate the fractured guidewire (subject device) out. The operator replaced it with a new device and continued the procedure without clinical consequences to the patient.